Event description:
It was reported by the affiliate that when (1) tlc55 device was used during an unknown procedure it locked out. Another device was used to complete the case with no consequence to the pt. The device was discarded.